Event description:
It was reported that the patient was experiencing leg weakness due to cord compression. The patient underwent revision procedure wherein the paddle lead was replaced with two percutaneous leads. The patient was doing well post operatively and the explanted devices were kept by the facility.